Manufacturer narrative:
The customer¿s report of an infusion completing sooner than expected was confirmed. Analysis of the pcu event log shows that on (B)(6) 2015 at 10:49am, methotrexate high dose was programmed to infuse with the following manually entered values after confirmation of a clinical advisory alert ("high dose methotrexate! Requires leucovorin rescue"): drug amount: 7.4gram, diluent volume: 1000ml, duration: 4hr for the infusion to start at a calculated rate of 250ml/hr. At 12:58pm-1pm; the pump alarmed for air in line and the channel off key was pressed. The primary volume infused was listed as 532.291ml. At 1:11pm-1:17pm, the infusion was attempted to be restored with programming changes of diluent volume to 500ml (instead of the previous entered value of 1000ml) which changed the calculated rate to 125ml/hr; however the pump alarmed for check IV set and the channel off key was pressed. No fluid was infused during this time. The pcu was powered off at 1:29pm. The root cause of the reported overinfusion was user programming. No device was returned for investigation.

Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a 500ml bag of mtx was to be administered over 4 hours and it was discovered to have infused in approximately 2.25 hours when the pump alarmed. The infusion was programmed as a primary and the nurse noted the following infusion parameters upon event discovery: rate of 250ml/hr; and remaining infusion time of 1 hour and 56 minutes. There was no patient harm.